Event description:
Pt has diabetes and "hypoglasemic" unawareness, which means they can not tell when they are having an insulin reaction until it is too late for them to handle self, putting their life and their kid's life in danger.